Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/31/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. Visual inspection under the microscope showed that the intraocular lens (iol) was stuck at the cartridge tip. The cartridge tip was deformed and cracked. There were no traces of viscoelastic in the device; directions for use (dfu) states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The customer's reported complaint was verified. However, based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation attempt of the preloaded intraocular lens (model pcb00), the cartridge tip of the delivery system was observed slightly deformed but it did not break. As a results the lens was stuck in the cartridge. There was patient contact but no adverse effects or significant delays were reported. No additional information was provided.